Event description:
It was reported that during the implantation of a prosthesis of coonrad/morrey elbow there was a problem during the cementation since the correct cannula has been discontinued and the alternative one included in the loan set is not suitable for its dimensions for the cementation in small ulna that need the implantation of a size xs. The appropriate cannula for the cementation of this size was not provided and there is no alternative in the hospital, for this reason the surgeon had to use an urinary catheter. The surgeon is not satisfied with the result of the surgery and he is worried that a bad cementation of the implant due to the use of an inappropriate cannula could lead to a loosening and finish in a revision surgery of this patient. This issue led to a delay of 20 minutes during the surgery.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation slim nozzle 5pk, reference 4154, lot number 0001350695 were manufactured on 23 october 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. One complaint has been recorded for slim nozzle 5pk, batch 0001350695 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: optivac s; ref: 4161; lot: 0001369173. Coonrad/morrey total elbow - interchangeable ulnar assembly plasma sprayed extra. Small right 3 inch length; ref: (B)(4); lot: 64122549. Coonrad/morrey total elbow - interchangeable humeral assembly extra small ; ref: (B)(4); lot: 64163265. Coonrad/morrey total elbow - cement restrictor with nozzle 1 - 16 mm, 1 - 25 mm; ref: (B)(4); lot: 63558778. The review of the device manufacturing quality record indicates that (B)(4) products designation optivac nozzle slim, reference 4154, lot number 0001350695 were manufactured on 23 october 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The most probable cause of the event is that the cannula has been discontinued. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implantation of a prosthesis of coonrad/morrey elbow there was a problem during the cementation since the correct cannula has been discontinued and the alternative one included in the loan set is not suitable for its dimensions for the cementation in small ulna that need the implantation of a size xs. The appropriate cannula for the cementation of this size was not provided and there is no alternative in the hospital, for this reason the surgeon had to use a urinary catheter. The surgeon is not satisfied with the result of the surgery and he is worried that a bad cementation of the implant due to the use of an inappropriate cannula could lead to a loosening and finish in a revision surgery of this patient.